Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgeries in 1989, 1995, 2006 and 2008 and mesh was implanted. It was reported that the patient experienced mental health issues, high blood pressure, and bowel and bladder issues. The patient had a previous mesh implanted in 1986 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Mwr-04082020-0000778003, submitted for adverse event which occurred on 1995. Mwr-05082020-0000778427, submitted for adverse event which occurred on 2006. Mwr-05082020-0000778428, submitted for adverse event which occurred on 2008.